Event description:
Customer alleges the chair was lifting up from recline when the back sprung up suddenly causing the customer to fall.

Manufacturer narrative:
The device is not available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Customer alleges the chair was lifting up from recline when the back sprung up suddenly causing the customer to fall.

Manufacturer narrative:
The alleged event could not be duplicated. The nature of the complaint is unknown.